Event description:
Allegedly, patient was revised due to aseptic loosening stem; infection; lysis stem; pain revision njr number: (B)(4). Side:l. Primary asa: p2 - mild disease not incapacitating. (B)(6) reference no: (B)(4).